Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. The device was returned opened but unused in the original tyvek tray. Visual inspection confirmed there was a clear plastic debris on the battery pack of the device. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp (B)(4) . Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 foreign: japan.

Event description:
It was reported that before surgery, apparently a foreign object, such as a piece of plastic, had been found in the package. There were no reports of deformations or leaks. There was no harm/injury or delay as there was no patient involvement. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.